Event description:
Prk lasik eye surgery loss of vision 6 months after surgery. Please help I am a young man that had high hopes of my future in this beautiful world and it was taken away from me because I was told this would improve my vision and not told it would handicap me for the rest of my life. I was raised that drs are here to help and to have your best interest at heart. FDA safety report ID# (B)(4).